Event description:
Consumer called and stated that the bottom of the brushhead fell off into his/her mouth. No injury was reported. Follow-up: consumer reported that the piece that came off from the brush head fell off in between the cheek and teeth.

Manufacturer narrative:
On 08-jan-2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Consumer called and stated that the bottom of the brushhead fell off into his/her mouth. No injury was reported. Follow-up: consumer reported that the piece that came off from the brush head fell off in between the cheek and teeth.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the bottom of the brushhead fell off into his/her mouth. No injury was reported.